Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause is unknown. The product history record was reviewed, and no exception documents, nonconformances, or deviations were found. A search of the complaint database was performed and no similar complaints for this lot number were found. Nonconformances of this nature are monitored by the operations team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Information in reference to a clinical trial that involved the merit wrapsody¿ was received. The patient experienced an event describing development of a significant right groin and abdominal wall hematoma following the index procedure, resulting in hemodynamic instability, hospitalization, surgical intervention, and ongoing inpatient management. Cta imaging confirmed hematoma formation, and the patient required surgical repair of the common femoral artery in addition to antibiotics and continued medical management. The investigator assessed the relationship to the study device as "possible" and the relationship to the study procedure as "probable," indicating that device contribution could not be excluded. The event occurred shortly after the index procedure and involved the vascular access site associated with device implantation and treatment.